Manufacturer narrative:
Received 1 used clean-cath with the original case labeling. Visual inspection noted that the tip of the catheter appeared to be missing. The distal end of the returned catheter was jagged and was cracked. The sample presented with an irregular cut at the tip. There was a mark over the catheter noted next to the eyelet. The mark width measured 0.1865 in. It appeared to be burned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tip of the catheter was sharp, as a result the patient experienced self-limited bleeding and a burning sensation. Per sample received, the tip of the catheter was missing.